Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had multiple error alarms and failed displacement test. Customer's blood glucose level was 6.9 mmol/l at the time of incident. Customer reported they were able to clear the alarm and were are able to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported insulin pump had failed battery alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest, active current measurement, and sleep current measurement. No battery alerts noted during testing, however device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43, pump error 37, and pump error 130 due to pump error 38. Device tested outside the device and received pump error 38 at rewind.